Event description:
The customer reported that there was no video on the stenoscope. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep changed the video card and adjusted the system. The system operates as intended.